Event description:
Smiths medical international has reported that they were notified of one event of the blue connector of an endotracheal tube collapsing in. The pt had to be reintubated. No pt injury reported.